Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right atrial channel. Due to this the device inappropriately delivered one shock to the patient. After this undersensing was observed on the same channel. Further evaluation was discussed. This device remains in service. No further adverse patient effects were reported.